Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user "overcharged" the pump and stated that the pump felt abnormally hot. The user stated that no alarms occurred. There was no impact to the user's blood glucose level.